Event description:
The exact couch of the varian medical systems supplied linear accelerator component of the novalis system was unintendedly lowering while rotating. A rotation of the couch for pt positioning to apply different planned beam directions resulted in an unintended downward vertical motion of the couch, cumulative for each couch rotation. Five pts were irradiated with some part of their radiotherapy treatment occurring when the couch was not at the intended treatment position: 4 pts at 2 treatment fractions each, 1 pt at 3 treatment fractions. Each pt was a fractionated case with 1.8 gray prescribed per day. The cumulative downward vertical motion of the couch added up to an approximate maximum deviation of 6mm for the final beam direction of the fraction. The pt positioning was performed and monitored using the brainlab exactrac pt positioning system. The brainlab exactrac system was working as intended. The hospital did not report an indication of any adverse clinical effect on the pts to brainlab.

Manufacturer narrative:
Despite, the hospital did not report an indication of any adverse clinical effect on the pts to brainlab, (brainlab is in continued communication with the hospital to receive the hospital's estimation on potential clinical effect on the 5 pts), there is no indication of a quality or performance issue with the brainlab device (exactrac), the brainlab device (exactrac) works as intended, the according brainlab measures for the anticipated potential risk are already in place, a risk to pt health could not be excluded for these spec circumstances. There is no indication of a quality or performance issue with the brainlab device (exactrac). The brainlab device (exactrac) works as intended. The according brainlab measures for the anticipated potential risk are already in place. Human error contributed to the events in regard to the brainlab device involved (exactrac). Corrective action - varian exchanged the faulty board of the varian medical systems supplied linear accelerator component. Varian informed brainlab that the failure of the board is a relatively uncommon event. Replacement rates for that board are below average. Brainlab intends to offer add'l training to this hospital in regard to the brainlab device (exactrac).